Manufacturer narrative:
Additional information: issue could not be replicated upon system checkout. No parts were replaced or returned. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Manufacturer narrative:
The logs for the navigation system were evaluated by medtronic personnel. Log analysis found that there were no anomalies with the application software and it is suspected to have been a hardware issue. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when attempting to log in the navigation system became unresponsive prior to application launch screen. Powering down and switching the system back on resolved the issue. There was no patient present at the time of the issue.